Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually weak positive from a diffuse background.

Event description:
On (B)(6) 2017, an immucor employee visiting the customer site reported, on behalf of the customer site, to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.